Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that the customer insulin pump alarmed motor error, keypad anomaly, and the battery does not last long. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Advised customer's parent to call back with the customer to troubleshoot. Insulin pump is not expected to return for analysis.